Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device will be scrapped by the customer.

Event description:
The customer contacted stryker to report their device would not power on. There was no patient involvement reported with the event.